Event description:
Caller reported that insulin cartridge leaked. There was no adverse impact to the customer¿s blood glucose level. Caller changed the cartridge and successfully resumed insulin therapy.